Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review, event history log review and device history record review were not performed as part of the complaint investigation due to unknown product code and unknown serial number. Therefore, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient died while being on peritoneal dialysis (pd) therapy. The cause of death was unknown. The nurse reported that the patient died at home after being discharged from the hospital for palliative care due to a poor prognosis with underlying medical conditions. The pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested and was not available at this time.